Event description:
It was reported while using bd¿ needle 1 in. Single use, sterile, 21 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer leakage.   Event date: (B)(6) 2022. Medication is squirting out at this spot. They have had over ten failures in the past week.

Manufacturer narrative:
It was reported there was leakage. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister web confirming the product and lot number. No other information was available. A device history record review was completed for provided material number 305165, lot number 1238442. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.